Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter hub/strain relief and hypotube. The distal shaft was not returned to the cis facility. There were numerous kinks in the hypotube. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination found the ptfe intact in the collar. Microscopic examination presented no damage or irregularities to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. While performing a percutaneous coronary intervention, a non-bsc guide catheter was advanced; however became kinked as it came into contact with the tortuous area of the aorta. The non-bsc guide was exchanged for an unspecified long sheath. The guidezilla was then delivered via the non-bsc guide catheter; however resistance was met. As the physician pushed the guidezilla, it was noted that the guidezilla was separated at the collar portion inside the guide catheter. The guidezilla and the guide were removed together from the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. While performing a percutaneous coronary intervention, a non-bsc guide catheter was advanced; however became kinked as it came into contact with the tortuous area of the aorta. The non-bsc guide was exchanged for an unspecified long sheath. The guidezilla was then delivered via the non-bsc guide catheter; however resistance was met. As the physician pushed the guidezilla, it was noted that the guidezilla was separated at the collar portion inside the guide catheter. The guidezilla and the guide were removed together from the patient. The procedure was completed with a different device. There were no patient complications reported and the patient&#38112;status is good.